Manufacturer narrative:
D9: date returned to mfg.: 2/19/2024. H3 and h6. Evaluation codes: updated. Device evaluation: one device was received. Per visual inspection, the knob for inspiratory setting is damaged, air intake with filter missing, knob that controls setting o2 concentration is damaged and if turning knob is moving, is loose. Per functional testing, measured values are over limit. The complaint was confirmed. The most probable cause was due to a fall. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The o2 concentration needle will be replaced or adjusted, and relief valve will be replaced.

Event description:
It was reported that the device had an o2 problem during an annual maintenance check. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.